Manufacturer narrative:
Failure analysis investigation of the wired controller was performed. Physical inspection of the controller revealed that there were no signs of mechanical damage or joystick misalignment, all buttons were functioning as expected with no issues observed. It is unlikely to be the cause of the unintended motion observed in the case. System logs were reviewed and revealed that the scope was in a buckled configuration and had difficulty navigating difficult airways and unbuckled while attempting to move past the max insertion limit. This caused the tip to move closer to the path lesion. Based on the evidence of scope buckling, the controller used in the case is functioning as expected. Video logs were reviewed and showed no user errors. The complaint is reported due to the following findings: the pneumothorax was noticed during a galaxy system biopsy procedure, it did not require medical intervention, the physician is unsure what caused the injury, and a malfunction of unintended motion occurred in the case.

Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located at the left upper lobe, the patient developed a pneumothorax. The injury was confirmed by x-ray and did not require medical intervention. Unintended motion was reported with this case, and investigation findings showed the scope was in a buckled state and had difficulty navigating difficult airways, there was no unintended motion, the controller was functioning as expected per physical investigation. The physician is unsure if the unintended motion observed contributed to the injury and the cause of the injury is unknown. There was no malfunction based on investigation findings, but use of the scope may have contributed to the injury. Attempts to collect patient demographic information were unsuccessful.